Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a damaged lancet holder issue with his one touch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject lancing device began on the "morning" of (B)(6) 2011. He stated that he manages his diabetes with novolog 70/30 (no adjustments) and due to the alleged issue on (B)(6) 2011 he continued taking his usual dose of medication. The patient claimed "at the end of the day" after the alleged issue started he felt "sweaty." In response to his symptom, on (B)(6) 2011, he reportedly self treated with food and drink. There was no other lancing device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the meter for a "couple of years" and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.